Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
As product was not returned, a DHR of the meter was requested. The device history review for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
A customer reported over a few days she was feeling unwell and getting (unspecified) readings on her adc meter that were not showing any reason for concern. The customer reportedly was taken to the hospital after three days of not eating, feeling sick, and no energy. The customer reportedly checked her blood sugar before being taken to the hospital and obtained a reading of 12.3 mmol/l (221 mg/dl) on her adc meter. The customer was admitted to the hospital with the reading of 41 mmol/l (738 mg/dl) and put on oxygen. No further information is available. There was no report of death or permanent impairment associated with this medical event.